Event description:
It was reported that the user performed a supply change and forgot to insert the insulin cartridge into the ilet pump, after which the device display suggested insulin was present due to piston position rather than actual cartridge status. Blood glucose became very high and later trended down after the user reconnected properly, with no alerts or alarms noted and the issue associated with an infusion set/cartridge handling error involving the cannula component. Symptoms included hyperglycemia reaching 401 mg/dl with urinary frequency and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method related to the infusion system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.